Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, (B)(6) was used as a place holder. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified bd vacutainer® ultratouch¿ push button blood collection set blood splattering occurred. Patient impact was not reported. The following information was provided by the initial reporter: it was reported the customers are unhappy with the ultratouch push button. Per fb post blood splatter occurred. Please see the below 2 complaint comments regarding ultratouch push button that are on (B)(4).